Event description:
It was reported that the customer had blood glucose levels of 229 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer also stated that he was receiving sensor end alerts and was unable to reconnect the sensor. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 43 mg/dl when the actual blood glucose level was 216 mg/dl. The customer believed that the sensor was curved. Troubleshooting was done. Confirmed the customer had been selecting find lost sensor instead of selecting new sensor. Advised that a replacement sensor would be sent. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.